Event description:
The account alleged that all brake casters are wobbly and a brake caster stem is broken and the bed pops out of brake. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.